Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 200 - 378 mg/dl. Reportedly, the cause was the pump. Bg was addressed via a supply change, correction boluses, and adjusting basal rates. The customer was instructed to consult with healthcare provider regarding bg level.